Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 05/01/2016 and did not confirm the initializing screen without manual restart. No additional patient or event information is available.